Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint evaluation revealed the nitinol guide pin is broken off and bent close at the breakage area. Material analysis confirmed correct material type. Diameter dimension meets specification. This type of event is typically caused by excessive driver force applied over the guide pin, driver tip hitting flex point of the guide pin, prying/leveraging on the guide and/or re-using a guide pin from the single-use disposables kit that had been bent from prior use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
The nitinol guide wire broke. The patient went to the post-op follow up visit. After taking a routine x-ray, the surgeon noticed a broken piece of the nitinol guide wire still remained in the patient. The patient was then rescheduled for surgery on (B)(6) 2011. (A small incision was made to retrieve guide wire). The original surgery occurred on (B)(6) 2011. The name of the procedure was right knee arthroscopy posterior cruciate ligament (pcl) and the medial collateral ligament (mcl) reconstruction.